Manufacturer narrative:
Additional information: the stent became stuck as a result of the occlusion of the injury and was not stuck on another device. The stent was successfully removed from the patient on its delivery system. The patient's current status is okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
The physician was intending to treat a patient with a resolute onyx drug eluting stent. No damage was noted to the packaging and no difficulties were encountered when removing the device from the hoop. The protective sheath was on the stent when the device was removed from the hoop. No resistance was encountered when removing the sheath and the sheath was not gripped on the most distal end of the sheath during the removal from over the stent/balloon. The device was inspected after removal of the protective sheath with no issues noted. The physician did not handle the stent directly post-removal of the sheath. It was reported that the stent was deformed in vivo during positioning. The difficulty occurred when trying to pass the device through the calcified lesion. The stent became stuck and the system was removed.

Manufacturer narrative:
Device evaluation summary: protective sheath and stylette was returned loaded in device. The stent was positioned on the balloon between the marker bands as per specifications. Misalignment was evident to the 8th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.